Event description:
It was reported that the customer experienced a blood glucose (bg) level of 250 mg/dl and small ketones identified as life-threatening by a healthcare provider; cause was not known. Customer administered a bolus via the pump and manual injection to address the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.